Event description:
It was reported by the customer that after deploying the marker, images were taken and they were unable to visualize the marker in the biopsy site. Another marker was deployed into the breast and it deployed properly. Post marker deployment images were taken and they noticed two collagen plugs along with the tip of the marker inside the breast. The marker and probe were removed and they noticed the tip had sheared off into the patient's breast. The physician was unable to remove the marker. Patient was sent home under normal post biopsy instructions.

Manufacturer narrative:
The device has not been returned for analysis. The batch record for lot f11203601d1 was reviewed. All quality inspections and device specifications were met. A biocompatibility letter was provided to the customer as requested.